Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the flared stent strut. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, investigation, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that after pre-dilatation of a heavily calcified mid right coronary artery with a trek 2.0x12 and a trek 2.5x20, the xience v 2.5x12 would not cross to the lesion site and it was removed with no issue. Using a guideliner, the xience v 3.0x23 was attempted to cross the lesion site, but it would not cross and upon removal, there was resistance with the guideliner and when the device was out of the patient's anatomy, a flared stent strut was observed. The guideliner was removed and replaced with a new one and more dilatation was performed with a trek 3.0x12. A vision 3.0x23 was then successfully crossed to the lesion site treating the patient. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.